Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging the casing from her one touch lancing device (mini lancer) was cracked/broken. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged lancing device issue began at an unspecified time on (B)(6) 2014. The patient manages her diabetes with an insulin pump and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient stated, at an unspecified time after the alleged issue occurred, she developed symptoms of ¿hi low blood sugar, mouth dry, thirsty¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca discovered that there was misuse of the product. The patient accidently ran over it with her car. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.